Event description:
See initial report.

Manufacturer narrative:
H.10: within the article is reported that the units were originally placed inside the operating room during use and that the facility updated the procedure and the units are now placed outside the operating room during use. It is unknown when this procedural change was made. In addition, within the article it was stated that other mitigation strategies were employed by the facility with regard to maintenance and cleaning of the devices included following manufacturer¿s recommendations for maintenance, including the use of sterile or filtered water, and regular water-circuit disinfection and tubing changes. The device/devices used during 2015 surgeries remain unknown as well as if the these units were contaminated at that time. No device was upgraded with vacuum and sealing kit at the time of surgery in 2015. Based on available information, the root cause of the reported event could not be established and a relationship between heater-cooler devices and the reported event cannot be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review, livanova (B)(4) became aware of two cases of m.chimaera infection following to surgeries involving heater-cooler 3t devices in 2015.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united states. The device serial number used during surgery is unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.